Event description:
As reported by the edwards (B)(6) affiliate, a transfemoral tavr procedure with a 26mm sapien 3 valve was performed in a patient with a history of evar and stent graft in the access vessel, right common iliac artery (cia). The stentgraft was partially stenosed and it required plain old balloon angioplasty (poba) prior to the esheath insertion. The sheath was inserted smoothly. When the delivery system was inserted and advanced, the valve on the delivery system became stuck at the area of the distal edge of the stent graft and there was apparent resistance. The operator pushed hard, but it could not be advanced. The operator pushed again but caused the delivery system to kink and became stuck. Fluoro revealed the valve was now deformed. The delivery system and sheath were removed as a unit. The hemodynamics became unstable. Angiography revealed a dissection at the distal edge of the stent graft. While the balloon was used to achieve hemostasis, a stent graft was implanted to cover the dissection. Hemodynamics were controlled with medication. A second set of devices was used to implant another 26mm sapien 3 valve. During the valve implantation the patient's hemodynamics became unstable. Cardiac massage was continued while the delivery system was removed. As re-bleeding from dissection was suspected, angiography was executed. There was dissection at the distal edge of stent graft which was implanted for repair. Another stent graft was implanted for repair and hemodynamics became stable.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04675. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. Per the instructions for use (IFU), vascular dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Investigation results suggest/indicate the physician is unsure exactly what caused the dissection but it may have been manipulation of the non-edwards sheath, interaction of the delivery system with the stent, or it is possible the stent used to treat the previous dissection did not cover it completely. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.